Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was received for analysis and the pump, effluent/supply line, shaft and tip were visually inspected. Inspection of the device revealed that majority of the proximal spiral cut shaft was kinked and broken/damaged. There was a kink in the distal shaft with the hypotube bent just proximal of the proximal markerband. The markerband was damaged/flattened with a chunk of foreign material lodged underneath it. There was a kink/bend in the spike line 5cm distal of the power pulse bubble trap. Functional testing was performed by placing the device in the angiojet console. The spike line was opened and a leak was present in the spike line. Functional testing was started and the device primed and ran with no other leaks. The spike line was examined and a hole was detected 6cm distal of the power pulse bubble trap. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 17 jan 2018. It was reported that there was a hole in the device. A spiroflex® angiojet® thrombectomy set was selected for a st segment elevation myocardial infarction (stemi) thrombectomy procedure. Upon prepping the catheter, outside of the patient, a hole was noted in the catheter from which air was heard coming out. The leak from the catheter and failure to prime prevented the device from being used in the patient. The device was replaced with another of the same to complete the procedure. No patient complications were reported. However, device analysis found foreign matter lodged underneath a damaged/flattened area of the device.